Event description:
The customer reported that during cine runs, the system would lock up and prevent system from flouring. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, cine drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.